Manufacturer narrative:
(B)(4).

Event description:
Screw broke during patient use at the level of the tn joint. The surgeon noted the fiber glass cast was broken and dirty and that the patient stated they had recently fallen out of a truck and landed on the surgical foot.